Manufacturer narrative:
(B)(4):the complainant indicated that the device was discarded and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator polypectomy snare was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2012. According to the complainant, the snare loop sparked inside the patient's stomach and broke. It was reported that no pieces detached into the patient, and the device appeared burnt upon inspection. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be fine. It was confirmed that the patient was not burned as a result of this event.